Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While trying to screw the apex hole eliminator into the cup it was found that the tip of the screwdriver was stripped.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; the tip is stripped. The root cause is attributed to wear out. The date code ag1210 indicates the instrument was manufactured in december of 2010 and is over 6 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.